Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient's spinal cord stimulator (scs) leads had migrated which was confirmed through xray. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well with great coverage postoperatively. The explanted leads were retained by the medical facility and will not be returned.